Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pace impedances.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range (oor) impedances during the implant procedure. Technical services was consulted and extensive troubleshooting was performed during the implant procedure. Impedance measurements were stable and within normal range when tested on the pacing system analyzer (psa) during the implant procedure, then seen oor when connected to the generator. A new generator was also tried, still resulted in oor ra impedances. A tug test was performed to ensure the ra lead was secure and lead terminal pin inserted fully into the header. Both bipolar and unipolar ra lead measurements were performed as well as wiping down the ra lead with sterile water and utilizing mineral oil to ensure a clean ra port of the device header. No oversensing was seen on the right atrial or right ventricular leads. The right ventricular (rv) lead measurements were all stable and within normal parameters. The decision was made to close the pocket with the ra lead in the ra port and rv lead in rv port of the dual chamber pacemaker system. The following morning, during routine pre-discharge check, it was noted the patient's ra lead triggered a lead safety switch as a result of high out of range impedances. Technical services was consulted again and recommended troubleshooting and programming options. During the pre-discharge check, the ra lead measurements were tested in bipolar and unipolar with in range normal results. At this time, the decision has been to continue to monitor this patient. Pacemaker system remains in service. No additional adverse patient effects were reported.